Event description:
It was reported that the patient was experiencing over stimulation at the ipg site, which was causing the patient discomfort. Troubleshooting steps have been taken to address the issue to no avail. In turn, surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. While replacing the ipg the physician opted to relocate the ipg pocket. Effective therapy was restored post op.